Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v050371, implanted: (B)(6) 2007, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The patient reported poor communication on the patient programmer (pp). They were unable to communicate with the recharger. The patient initially stated that stimulation was last felt two weeks prior to this report, but then said he couldn't remember. He couldn't remember the last time he successfully recharged. The patient hadn't needed stimulation, wasn't using it, and therefore had not charged the device. The patient was experiencing a return pain in the foot. At the time of the return of pain, he tried to recharge and was unable to connect. Relevant medical history included other chronic/intract pain (trunk/limbs). Follow-up was performed to determine what actions were taken to address the event and if it was resolved.